Event description:
It was reported that the pump powered down on its own without being programmed to do so. There was no reported impact to the customer¿s blood glucose level. The customer declined any follow-up from technical support, and no further information was obtained regarding the outcome of the event.